Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for "defib" and "pacer" functions . Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The data file was returned to zoll medical (B)(4)'s service department for evaluation and the customer's report was not duplicated under testing. The device was subjected to extensive testing which included bench handling and defib functional testing without any discrepancies. Review of the device's history log does show occurrences of the reported error message. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.